Event description:
Event description guidant received information from this patient that he was informed that his device was part of a recall. The patient stated that every time he has a threshold test done, later that evening he experiences a tightness in his chest and a sensation of choking in his throat. New information received states the patient experienced a syncopal episode and fell. Therefore, the device was subsequently explanted and replaced with a non-guidant device.